Manufacturer narrative:
Serial number of the subject device has not been provided at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the connecting tube broke by the reprocessor connector side. There was no harm or user injury reported due to the event. Patient identifier: (B)(6) capture the complaints on the additional 7 connectors that were broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During the inspection it was found that one side of the orange plastic levers on the connecting tube was fully broken off. The detached/broken off and missing plastic lever was not returned for evaluation. The other side of the plastic lever was still intact to the plastic connector. In addition, there were scratches and nicks noted with the plastic (orange) connector and scratches and nicks on the metal connector. There was no indication of damage observed with the plastic tube. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. Additionally, it's probable the external stress was due to a force that was applied in incorrect direction. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.